Event description:
It was reported that the customer had an issue with the buttons being hard to press and sometimes getting stuck. Customer stated that she is going to see her doctor. Customer declined troubleshooting. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.